Manufacturer narrative:
A getinge field service engineer (fse) replaced drive manifold assembly on unit. Upon reviewing the logs there were no faults or alarms noted. Fse did not noticed any other components effected. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department (fat dept.) Received drive manifold assembly rev. G. Part was received with a reported failure the drive manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the drive manifold in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual part number revision r. No failure confirmed on this part. Retaining the part in the failure analysis and testing department per procedure number rev. Ar. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: h6 investigation findings, investigation conclusions.

Event description:
N/a.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's drive manifold failed. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.